Event description:
It was reported that on (B)(6) 2014, a 2.25 x 23 mm xience prime sv stent was implanted in the marginal arteries of the distal circumflex artery. Post-dilatation was performed with a 2.0 balloon catheter at 6 atmospheres. On (B)(6) 2014, restenosis in the marginal arteries was confirmed by angiography. On (B)(6) 2014, an unspecified drug eluting stent was implanted to treat the restenosis. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Stenosis and prolonged hospitalization are listed in the xience prime everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.